Manufacturer narrative:
The device has not yet been returned to cardiac surgery for investigation. We will continue to pursue the device being returned to cardiac surgery for investigation with the customer. A supplemental report will be submitted when the device has been returned and the investigation completed. (B)(4).

Event description:
The hospital reported that during a coronary artery bypass procedure, one heartstring seal did not deploy out of the delivery tube into the aorta correctly. The seal was loaded and came out of the loader device correctly (no seal flare mentioned). The surgeon went to push the button to deploy the seal stated it did not deploy correctly. A replacement heartstring seal was used to complete the procedure. No pt complications were reported by the hospital.